Event description:
It was reported that the patient had a proximal humeral fracture repair on (B)(6) 2015. Subsequently, the patient was revised on an unknown date due to post-op x-rays showing that the pegs had backed out. The surgeon only removed the backed out pegs during the revision, they were not replaced.

Event description:
It was reported that patient underwent a proximal humeral fracture repair on (B)(6) 2015. Subsequently, the patient was revised on an unknown date due to radiographs revealing the screws had backed out. The screws were removed.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown; expiration date & lot number - unknown; date explanted - unknown; manufacture date ¿ unknown.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2015-01988 & 02171 & 02172).